Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause of this event is failure to follow the post-op rehab protocol. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not being returned.

Event description:
It was originally reported that the plantar lapidus plate broke post-op. Six weeks after surgery, the patient was allowed to partial load about 20 kg. The patient wore a walking device. Surgeon is not aware if the patient acted according to the post-op care instructions. The plate had to be removed in a revision surgery. The revision surgery was successfully finished with another manufacturer's plate. Patient has no known diabetes mellitus or a neuropathy.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. The device met all material specification as received. The evaluation revealed the returned plantar lapidus plate is broken in half in the center area of the plate. The fracture faces display very little plastic deformation thus indicating a more brittle-like rapid crack propagation along the material's cleavage planes. Per the event details, six weeks after surgery, the patient was allowed to partial load about 20 kg. The patient wore a walking device. Surgeon is not aware if the patient acted according to the post-op care instructions. The most likely cause(s) for the complainant's event include in-vivo loading of the device possibly causing a fatigue fracture and possibly in conjunction with bending/stressing the plate prior to implantation as well as patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the plantar lapidus plate broke post-op. Six weeks after surgery, the patient was allowed to partial load about 20 kg. The patient wore a walking device. Surgeon is not aware if the patient acted according to the post-op care instructions. The plate had to be removed in a revision surgery.the revision surgery was successfully finished with another manufacturer's plate. Patient has no known diabetes mellitus or a neuropathy.